Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump began beeping and the screen went blank. They tried changing the battery but it did not help. The customer¿s blood glucose level was 73 mg/dl. Troubleshooting was performed but the display did not return. The battery compartment was neither damaged nor corroded. The customer stated the insulin pump had been exposed to moisture recently. They went to the ocean with the device. They received a sudden vibration followed by a blank display immediately after the insulin pump¿s exposure to moisture. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit passed selftest and displacement test. No blank display noted. However, unit received with corroded electronic assemblies and corroded battery tube. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.